Event description:
This report is to advise of a fracture noted in the catheter during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Visual inspection revealed the catheter was bent 0.656¿ proximal to the distal tip, just proximal to the pull ring and the shaft material was fractured at this location. Microscopic inspection of the distal shaft revealed a fracture just proximal to the pull ring, the internal components were not protruding through the fracture. Device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.